Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after treatment date. No technical root cause could be determined for the reported event. With current information, a device malfunction can be excluded. Most probable root cause is patient condition and user settings (flap thinner then recommended). Possible contributing factors could be movement of the patient, improper docking, too much fluid on the eye, inappropriate setting of spot separation or pulse frequency of the laser and others. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported during the flap creation, epithelial vertical blasting occurred. The flap could not be detached. The surgery was stopped and the flap was put back where it was. Excimer ablation was not performed. The surgery time was long. The patient was not very cooperative. The doctor was using a thinner flap so opaque bubble layer occurred in the tunnel. The depth of patient interface had deviated. There might be multiple reasons as to what caused the epithelial vertical blasting. The doctor is waiting for the epithelium to heal and then topography photo refractive keratectomy (t-prk) will be performed.